Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing the failed testing. Additionally, the electrode belt trunk cable was severed and missing. The root cause for the damaged connector could not be positively identified. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the damaged belt.